Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9240032, medical device expiration date: 31-jul-2024, device manufacture date: 28-aug-2019. Medical device lot #: 9247402, medical device expiration date: 31-aug-2024, device manufacture date: 04-sep-2019. Medical device lot #: 9338625, medical device expiration date: 30-nov-2024, device manufacture date: 04-dec-2019. Medical device lot #: 9298781, medical device expiration date: 30-sep-2024, device manufacture date: 25-oct-2019. Medical device lot #: 9333700, medical device expiration date: 31-oct-2024, device manufacture date: 29-nov-2019. Initial reporter phone#: unknown. Investigation summary: the customer issued a complaint for difficult activate problem detected by end user. No sample or photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Based on the description bd assigned a quality criteria that is related to the reported condition and identified in the agreed specification. After reviewing the occurrence, irrespective of root cause, it is within the specification and no further action will be assigned. The report will not be updated if the sample is received after the approval of this report. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the user had difficulty activating the safety guard on the bd ultrasafe passive¿ x-series needle guard syringe - x100l. This occurred once each in lots 9240032, 9247402, 9338625, 9298781, and 9333700. The following information was provided by the initial reporter: "the ultrasafe was hard to get to activate."